Manufacturer narrative:
The mayfield swivel adaptor (a1018) was not returned for evaluation after three good faith attempts (gfes) were made. Lot/serial number information has not been provided; therefore, the device history record (DHR) cannot be identified with the provided information. The definite root cause cannot be identified. However, based on the reported complaint, the probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports linked to mfg report numbers: 3004608878-2024-00131 3004608878-2024-00132. A facility reported that the mayfield swivel adaptor (a1018) was not holding, and the patient's head slipped and grazed during the surgery. No information on medical intervention has been provided.